Event description:
The atrial lead continued to have noise problems. The lead was replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded through to the coil at 17.0 - 17.8 cm from the connector pin, due to friction with another device.